Event description:
It was reported that the patient experienced low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump operated within required specifications and delivered insulin accurately.